Manufacturer narrative:
Device available for evaluation: addr01 ipg implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and heart block. The right ventricular (rv) lead exhibited intermittent loss of capture. Diagnostic testing/troubleshooting was performed and the rv lead was eventually capped and replaced. No further patient complications have been reported as a result of this event.